Event description:
Contact reports the implanted screw broke after two years of implantation. Fusion had not taken place. As surgical intervention was required, a medwatch report is being filed. 1526439-2006-00061